Event description:
Customer called to report a pod alarm during operation 1 day into wear. Customer also mentioned that her bg was high (438 to 471 mg/dl) but left the pod on then it alarmed. Cannula and the site were normal. Returned pod for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.